Event description:
Co received a report that a n-550 in use on a neonate patient gave low readings after an hour of operation, and then the unit loses readings.

Manufacturer narrative:
Complaint investigation concluded no failure could be duplicated for low spo2 readings or low spo2 readings after an hour of operation. The unit passed all tests.